Event description:
It was reported that the patient contacted customer care to report a persistent occlusion alert that occurred intermittently when attempting to complete meal announcements over the past several weeks. The patient stated that blood glucose levels were normal at the time of the call but reported experiencing elevated blood glucose levels during the course of the issue. The patient reported attempting to resolve the issue by changing infusion sets, cartridges, and connectors; however, the occlusion alert continued to occur. The patient noted having significant scar tissue and believed the teflon cannula of the current infusion set type, identified as an inset 23-inch 6 mm, may have not been sufficiently rigid to allow reliable insertion. The patient expressed uncertainty regarding how to proceed. A trial order of an alternative infusion set type was arranged to determine whether the issue would be resolved. Blood glucose levels were affected during this event, with reported values exceeding 400 mg/dl and remaining above the target range for a few hours at a time. Device alerts for prolonged elevated blood glucose levels were reported. The patient did not use back-up therapy, did not perform ketone testing, did not receive professional medical intervention, and did not experience any immediate health effects. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.